Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. It was noted that the patient had a tortuous anatomy. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the ruby coil pusher assembly became bent and the ruby coil unintentionally detached. Therefore, the physician used a syringe and saline to flush the detached coil inside into the aneurysm. The procedure was completed using additional ruby coils, pod coils and the same lantern. There was no report of an adverse effect to the patient.